Event description:
It was reported that a tsb35 was used during a sigma resection procedure. It was reported by the affiliate that the outer support was defective. There was no consequence to the pt. 6/17/1998 received message from affiliate. The anvil dislodged.